Manufacturer narrative:
Additional information: other relevant history, including preexisting medical conditions: type ii diabetes and age related cataract in her right eye. As a result of follow up with the physician's office, it was learned that the patient had surgery on (B)(6) 2016, for macular puckering (scar tissue that forms on the eye) in her left eye. The patient has not had any other surgeries. The patient is not scheduled for any upcoming appointments. The patient has type ii diabetes and also has an age related cataract in her right eye. The patient's symptoms and macular puckering surgery were not related to the lens implant. No further information was provided. Device evaluation: the lens remains implanted; therefore, it is not available for investigation. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specifications. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provide instructions and precautions along with warnings for the proper use and handling of the device. The dfu contains detailed information on lens power calculations, selection and placement of the intraocular lens in the eye. Conclusion: the reported issue was not verified. As a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). The patient did not specify an exact date of when symptoms started; but she did state that it started the next day after surgery. To date, the intraocular lens remains implanted. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
A female customer reported that after she had an intraocular lens, model zct300, implanted in her left eye something happened and the lens didn't work. She told her surgeon the next day and was told to wait awhile. After several months of going back and forth, she was referred to another medical group. The patient choose not to see this medical group and instead choose another physician. The patient saw another physician for a second opinion. The patient underwent two (2) surgeries on her. The type of surgeries were not provided. Patient states the lens still hasn't worked. The patient indicated that she can't see anything from her chest to her knee. When she closes her right eye, she can't see anything but a what looks like a round barcode, also notes a big mark on her eye. No additional information was provided.